Event description:
Caller reported experiencing multiple intermittent occlusion alarms, due to recurring occlusion issues the customers blood glucose level was displayed as "high," a specific value was not provided. To address the high blood glucose levels, the customer administered correction injections and additional boluses when required. The customer independently cleared the alarms and resumed insulin delivery without third-party assistance.